Event description:
Additional information : no patient was involved with the incident.

Manufacturer narrative:
Other text: b5 and h6 updated.

Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received with no apparent physical damage. The tidal volume knob rebounds slightly at the maximum setting. Per functional testing, the manual push button gets stuck when air is supplied, it does not start cycling and the toggle would not turn to flow. The function switch toggles to all three settings without air supply. The complaint was confirmed. The root cause was a stuck function switch. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced function switch assembly, MRI battery, and rotary flow valve. Replaced sintered filter, o-rings and installed battery 3.6v lithium. The device passed all functional and delivery tests.

Event description:
It was reported that the ventilator would not ventilate and was also due for preventative maintenance (pm). Patient involvement unknown.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.